Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted on an echo that there was a sort of ulceration and on further investigation it was noted that he had sepsis of unknown origin. The implanted system was explanted. The patient was stable.

Event description:
New information states that the source of infection thought to be a questionable aortic root abscess and not related to our products.